Manufacturer narrative:
D.1. Medical device type: gim g.4. PMA / 510(k)#: k213670 h.6. Investigation summary: bd did not receive samples or photos from customer in support of this complaint catalog 367856, lot number 3194746. The 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before the use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there were four tubes with black dots (foreign matter) in the inner wall of the tube. There was no report of impact on the patient or user.